Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic dissection. The vessel morphology at the time of implant was not reported. The patient was in for a routine follow up. There was a proximal type I endoleak from the tip of the stent graft at the lcc due to proximal aorta expansion. The patient had an arch repair to prepare for a more secure proximal landing zone with an extension of a tevar stent graft. The physician stated that the patient had an ascending dissection and coded within 24 hours of the repair, but did not expire. The physician thinks this was related to the clamping when performing the arch repair. The physician has postponed any additional tevar extensions for the future and may not do any additional treatment. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).